Manufacturer narrative:
One (1) 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Minor scratches on the implant. Bone tissue and debris present on the threads of implant. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site, and was used for approximately 7 months and 5 days. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (2019012008). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#(B)(4)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019012008) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product (bost485). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (bost485) was removed due to persistent pain after implant placement.